Event description:
On (B)(6) 2011, the pt reported she began use of the infusion device on (B)(6) 2011 and has experienced low blood glucose in the mornings since that time. The pt is blind and her father assisted her in verifying that the bolus increment was set to 0.5 and not 1.0 units. She stated the basal rate is programmed correctly and has been adjusted to compensate for low readings. On (B)(6) 2011, her blood glucose measured 43 mg/dl and paramedics were called. She turned the infusion device off and ate and drank to increase her blood glucose. She also mentioned a blood glucose reading of 68 mg/dl. It is unk when this reading was taken. Her normal blood glucose range is 150 mg/dl. She was advised to contact her physician. Upon follow up on (B)(6) 2011, the pt reported she contacted her physician and they are adjusting her basal rates and her bolus calculation. She stated her blood glucose has been in the normal range. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.